Event description:
It was reported the camera head was defective and had a black image. The reported malfunction occurred during preparation for a therapeutic gynecology procedure. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head was defective and had a black image. The reported malfunction occurred during preparation for a therapeutic gynecology procedure. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: disconnection in cable unit, the endoscopic image could not be displayed. The event can be prevented by following the instructions for use which state: "if the instrument is visibly damaged, does not function as expected or is found to have other irregularities during the inspection described in chapter 3, "preparation and inspection¿, do not use the instrument. Contact olympus". Olympus will continue to monitor field performance for this device.